Event description:
Related manufacturer reference number: 3006705815-2022-17005, 3006705815-2022-17006. It was reported there were low impedances and therefore the ipg could not enter MRI mode. As a result, the system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The report of ¿unable to set ipg to MRI mode¿ was not confirmed. Analysis of the returned ipg found that it had no physical anomalies, it passed all functional testing on the ate, which specifically tests for header integrity through a process of 55 iterations of lead impedance testing and calculation, it communicated with all lab utilities, and it was able to be placed into MRI mode without any issues.